Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump had no external damages however the lcd backlight was flickering. Review of the event history log (ehl) showed ? Battery not working.? During functional testing, the device was powered up and the reported issue was duplicated. The battery was not operating as intended and would not hold a charge. The battery was replaced. A service history review identified an indication that the complaint was related to a service of the device within the review period. The previous service of the device per ro# 1269053 was related to the customer reported issue of a battery communication timeout. The repair summary included that the battery was replaced as a battery communication error was found. Although the reported problem is found within the previous repair, the service history review revealed no issue with the repair or previous service performed which could be attributed to the source of the problem for the current complaint.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is constantly alarming. Patient involvement unknown.